Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for (1) colony forming units (cfus) of an unspecified germ and 29 cfus of pseudomonas spp; the germs reportedly identified are as follows: micrococcus luteus, pseudomonas fluorescens, staphylococcus capitis, paracoccus yeei, brevibacillus invocatus and staphylococcus epidermidis. The germs that were identified were: all channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.